Event description:
It was reported that the patient was awaiting pacemaker implant. It was indicated that the user was unable to pace with the swan-ganz catheter inserted. The patient went into cardiac arrest. Heart massage was performed. A pacemaker was implanted without problem and the patient has recovered.